Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis. The patient was implanted with the filter prophylactically prior to total hip arthroplasty. The filter was deployed via the right common femoral vein. It was placed below the renal veins, above the vena cava bifurcation. The patient tolerated the procedure well. The results of computed tomography (CT) scans done seven years and eleven months after the index procedure indicate that the filter is in place. There is a 17 degree filter tilt with respect to the direction of the inferior vena cava (ivc). The superior apex of the filter does not abut the ivc wall. However, the inferior apex of the filter abuts the posterior aspect of the ivc wall. The tip of the filter is located 7 mm below the lowest renal vein. There is no perforation of the ivc filter beyond the vessel wall. There is no fracturing of the filter. There is no evidence to suggest stenosis. The scan revealed hepatic steatosis, mild colonic diverticulosis and partially visualized focal infiltration or fluid within the right breast. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. The patient has also been diagnosed with congestive heart failure and two different types of cancer in the last three years. The patient also noted that because of these illnesses, she is "for all intents and purposes, bed bound". Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis. The patient was implanted with the filter prophylactically prior to total hip arthroplasty. The filter was deployed below the renal veins, above the vena cava bifurcation. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). The results of a CT scan, done seven years and eleven months after the index procedure, indicate that the filter is in place. There is a 17 degree filter tilt with respect to the direction of the inferior vena cava (ivc). The superior apex of the filter does not abut the ivc wall. However, the inferior apex of the filter abuts the posterior aspect of the ivc wall. The tip of the filter is located 7 mm below the lowest renal vein. There is no perforation of the ivc filter beyond the vessel wall. There is no fracturing of the filter. There is no evidence to suggest stenosis. The scan also revealed hepatic steatosis, mild colonic diverticulosis and partially visualized focal infiltration or fluid within the right breast. Per the patient profile form (ppf), the patient reports tilting of the filter. The patient has also been diagnosed with congestive heart failure and two different types of cancer in the last three years. The patient also noted that because of these illnesses, she is bed bound. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.